Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt/monitor unusable) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a migrating pulse wire cutting into -5 and +5v wire causing monitor to power off. The root cause for the migrated wire has not been positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).